Manufacturer narrative:
(B)(4). Batch # n91f7n. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch and an alert screen was displayed. The device was disassembled to inspect the internal components. Corrosion was found at the electrical traces. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.